Event description:
Customer reportedly obtained results of 399mg/dl, 250mg/dl on the advantage system within 10minutes. No adverse event reported action based on device results. No adverse event reported. Requested return of the suspect system and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:warfarin - 12 years 5mg/dayinsulin - 3 mths 70u/daylisnopril - 12 yrs 40mg/daytemfribozil - 3 mths 20mg/day